Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Functional test was performed, and all test passed, no failure mode was observed. The investigation found the device to function normally. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an inaccurate reading. The customer reported that the reading is lower than normal. It was I ndicated that there was no patient involved.